Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler has been fired on an open low anterior resection procedure and was removed from the patient safely. However, when the technician attempted to get the load off at the back table, the load was closed and they accidentally touched the black trigger. The knife blade moved forward on the load even after the load had previously been used. They attempted to pull black wings back to retract the blade but it would not move. They advanced the knife blade all the way down with the black firing trigger and the wings would still not move. A new handle was opened to complete the case. There was no patient injury.